Event description:
A malfunction was reported with a malfunction code of malf 12, though there were no notable events preceding it. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Technical support provided the customer with information on how to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any issues reoccurred, which the customer understood.